Manufacturer narrative:
(B)(4).

Event description:
The patient was charging her implantable neurostimulator (ins) more than expected and was not able to charge her ins more than half full. A different recharger was tried but the patient was still unable to charge her ins more than half full. It was also reported that her left lead could not be used due to high impedance (>3600 ohms) and a lack of stimulation sensation. The patient was in a car accident and had a fall but the timeframe of these events was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.